Event description:
Manufacturer received an implant card on 11/28/2006 reporting that the pt's generator and lead were reimplanted due to a lead discontinuity. Further investigation revealed that a finding of high lead impedance was observed in 2006 by the treating physician and the cyberonics, inc. Rep. Pt was referred to his surgeon by the treating physician. A lead fracture was confirmed after 33 days later by x-rays read by the surgeon and the cyperonics, inc. Rep.

Manufacturer narrative:
X-rays reviewed in the surgeon's office with cyberonics, inc. Rep. Lead break visualized. Device failure suspected, but did not cause or contribute to a serious injury.